Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. Venous pressure alarms occurred toward the end of a routine hemodialysis treatment, which could not be resolved by the operator. Partial rinseback was completed, resulting in an estimated blood loss of 100cc. No medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to clotting of the extracorporeal circuit. Facility staff attributed the pressure alarms to issues with the pt's access and incorrect administration of heparin. There is no evidence of a device malfunction. The cycler alarmed appropriately. A direct correlation between nxstage system one and the reported blood loss cannot be established. Nxstage medical considers this report closed. No additional info will be provided.